Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards china affiliate, during a transfemoral tavr procedure with a 26mm sapien 3 valve, an extra 2cc of volume was added to the balloon before the inflation, and the commander delivery system balloon 'ruptured' during inflation. The device was removed through the esheath without difficulties. However, the valve was observed to have not fully deployed, and ultrasound showed paravalvular leakage with high pressure gradients. A second commander delivery system was inserted, and the valve was post dilatated. The operation was successful. There was no patient to the patient.

Manufacturer narrative:
A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. A device history record (DHR) review and lot number review did not reveal any manufacturing nonconformance issues that would have contributed to the event. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The 3mensio imagery report was provided by the site and post-procedural device videos. The following was observed: there was calcification in the landing zone. There appears to be leakage through a pin hole in the inflation balloon. The reported event of balloon leak was confirmed based on the evaluation of the provided imagery. A balloon leak may result from damage to the balloon material sustained through a combination of patient and/or procedural factors. The structural integrity of the balloon may be compromised and became damaged during valve deployment due to the interaction between the balloon and sharp calcium nodules in the landing zone. In this case, the native aortic valve was calcified. During valve deployment, the balloon may have contacted to the calcium nodules, causing it to puncture and subsequently lead to leakage. Additionally, the balloon was inflated with extra volume, which would have increased the balloon internal pressure, and increase the risk of balloon wall to contact the calcifications in the landing zone, thus increasing the risk for balloon damage. As such, available information, patient factors (calcification) and procedural factors (overinflation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.